Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the outer insulation was abraded at 13.0 cm to 13.4 cm from the connector pin which exposed the outer coil. This likely contributed the reported noise. The abrasion was consistent with exposure to constant friction with another implantable device.